Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/8/2025 h6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there patient consequences? If yes, please explain. No please provide the status of the device as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.it was sent via fed ex per label provided in shipper kit. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Sales rep was in the case- (B)(6). A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that upon cutting the sutures, the suture split in half. No adverse impact to patient/user. The device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One small needle-suture piece was received for analysis. Product code sxpp1a422. In addition, a photo was provided, and it showed one needle-suture piece with marks on the needle and the suture with the extreme cut. During the visual inspection of the sample no breakage suture was observed. Even though damage (crimping marks and split) on the body suture and the extreme was noted to be cut probably caused by a surgical instrument furthermore, body fluids were also observed on the strand. In addition, marks that appear to be caused by a surgical instrument were observed on the body and the edge needle. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.